Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a replacement procedure on the right ventricular (rv) lead, this right atrial (ra) lead was dislodged. Subsequently, this ra lead was explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during a replacement procedure on the right ventricular (rv) lead, this right atrial (ra) lead was dislodged. Subsequently, this ra lead was explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.